Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the hd autoclavable camera head did not have an image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged coupled device. The root cause of this event was unable to be identified. Additionally, during the device evaluation it was confirmed that there was buckling of the cables and corrosion on the connector contacts. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.